Manufacturer narrative:
The device history record (DHR) review could not be performed since the lot number of device was not known. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined. Subject device remains implanted.

Event description:
It was reported that during a coil embolization retreatment, angiography revealed that the 3rd coil (subject device) was herniated out of the aneurysm neck. There were no adverse consequences to the patient.